Event description:
It is reported that the pin broke while using to fixate the sizing guide to the femur. Pin was removed from the patient and discarded.

Manufacturer narrative:
(B) (4). Evaluation summary: some possible causes to general pin breakage could be off-axis impact, or rotational, or twisting of the pin to remove it from the guide. Due to limited information, the cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.